Manufacturer narrative:
Corrected information provided in b.5. And additional information provided in h.10. As a result of an internal review of the file, it was determined that the information provided for this event does not represent a reportable device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, it was determined that the information provided for this foreign material like a fine metallic piece was found in the patient's eye and it was removed during the same session as much as possible but some of the foreign material was remaining in the eye during the surgery. The surgery was performed and completed without product replacement. There was no patient harm. The procedure type was unknown, does not represent a reportable malfunction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that foreign material like a fine metallic piece was found in the patient's eye and it was removed during the same session as much as possible but some of the foreign material was remaining in the eye during the surgery. The surgery was performed and completed without product replacement. There was no patient harm. The procedure type was unknown.